Manufacturer narrative:
No complaint was received with the return of the lead. As received, a complete lead was returned in two pieces for analysis. A failure event was observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located distal to the connector boot. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.